Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx voyager catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, the implanted stent or the heavily calcified lesion, such that the balloon ruptured upon the second inflation at the rbp of 14 atmospheres. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the procedure was to treat a lesion in the mid posterior lateral artery with moderate tortuosity and heavy calcification. The voyager balloon was advanced to the target lesion and inflated. Intravascular ultrasound (ivus) was performed. Ivus confirmed that additional dilatation was needed; therefore, the voyager was advanced again; however, the balloon ruptured on the first inflation of 14 atmospheres, for 30 seconds. No further dilatation was needed and a xience stent was implanted successfully to complete the procedure. There were no adverse patient effects reported. No additional information was provided.